Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative instructed the patient to disable then re-enable bluetooth, close all applications running in the background, which was unsuccessful. No additional patient or event information is available.